Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. Additional information has been requested, and we will report accordingly when it becomes available.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.

Manufacturer narrative:
A getinge field service engineer reported that no site visit was needed. The customer did not have the pump seated into the cart all the way, so the batteries were not charging. At the time of the event, the fse contacted the customer via phone and had him reseat the pump all the way into the cart, and the next day, the fse called them to verify the batteries had charged all the way. The customer stated the batteries were charged all the way and there was not an issue. The iabp was cleared for clinical use.

Event description:
It was reported that the batteries of the cardiosave intra-aortic balloon pump (iabp) were not charging. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and there was no adverse event reported.